Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed intermittent undersensing of r-waves during the blanking period following atrial paced events and the patient experiencing a slow ventricular tachycardia. Several programming changes were recommended to prevent slow rhythms in the future. No further information is available.